Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During preparation, it was noticed that the stent fell apart on the back table cover. There was no information on what have completed the procedure and there were no known patient complications reported as a result of this event.

Manufacturer narrative:
Device code a0401 captures the reportable event of stent shaft break. Block b5 has been updated based on the additional information provided on september 10, 2025.

Event description:
It was reported that a tria ureteral stent was to be used in a stent insertion procedure. During preparation, it was noticed that the stent was broken and fell apart on the back table cover. The procedure was completed with another of the same device and there were no known patient complications reported s a result of this event.